Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: . The device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: the run data file analysis did not show a conclusive root cause for the higher-than-expected wbc content in the platelet product reported for this collection. However, it is possible, though not conclusive, that wbcs may have been escaping the lrs chamber along with the platelets during the collection. Based on the available information, it is possible that the leukoreduction failure may be donor related.

Manufacturer narrative:
Investigation: the disposable set was returned for evaluation. Upon visual inspection, no mis-assemblies or defects were found. The centrifuge clamps were all closed. The additive solution had been added and the frangible had been correctly broken on the bag. There were no channel or leukoreduction chamber defects found. Investigation is in process. A follow-up report will be provided.